Manufacturer narrative:
(B) (4): physio-control provided customer with a price quote to repair the device. The customer indicated that they will not be returning the device to physio-control for repairs at this time. The device has not been returned to physio-control for eval; therefore, further investigation cannot be performed.

Event description:
It was reported that the device will not power on. There was no pt use associated with the reported failure.